Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump usb port observed to be damaged resulting in the pump battery being difficult to charge. The customer's blood glucose level was 85 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.